Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with premature battery depletion. Rapid battery depletion was observed. The device will be followed until it reaches eri.

Event description:
New information noted that the patient was good before, during and after the procedure.

Event description:
New information noted that following the battery performance alert (bpa) advisory, a bpa was received on (B)(6) 2017 and the device was explanted.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.